Event description:
It was reported that the customer had high blood glucose levels of about 500 mg/dl. The customer treated with a bolus from the insulin pump. The customer reported a bent needle from the sensor of the insulin pump. The customer also reported that the needle hub of the sensor was stuck in the serter. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 2032227-2015-00985 as it refers to the same event but of a different device.